Event description:
Customer's relative called to report that customer was having high blood glucose levels. Troubleshooting was performed. The forward arm is very loose. Relative is concerned and requested a replacement pump.